Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. The episodes were caused by myopotential oversensing. Programing changes and bringing the patient in for further evaluation was recommended. Device remains implanted.